Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant architect stat troponin-I results generated on the architect i1000sr processing modules for one patient. The following data was provided: sid (B)(6) initially ran on architect i1000sr (sn#(B)(6)). Both heparinized tubes were drawn at the same time. (B)(6) 2023 ran at 13:20 (dark green tube) result = 185.5 ng/l. (B)(6) 2023 ran at 14:05 (light green tube) result = 37.2 ng/l. Customer¿s critical range: > 30 ng/l. The initial result from the dark green tube was reported; however, the nurse overlooked the result and ordered another troponin on the patient as an add-on to the previously drawn blood. The second order for troponin was generated off the light green tube and the result was reported. The physician noted the difference in the troponin values and questioned the results. The same samples were repeated, and the following data was provided: sid (B)(6) repeated on architect i1000sr (sn# (B)(6)). (B)(6) 2023ran at 8:36 (dark green tube) result = 25.377 ng/l. (B)(6) 2023 ran at 8:37 (light green tube) result = 1054.812 ng/l. It was noted that the customer used both heparinized dark green tube and light green tube interchangeably for troponin testing. No impact to patient management was reported.

Event description:
The customer observed discrepant architect stat troponin-I results generated on the architect i1000sr processing modules for one patient. The following data was provided: sid (B)(6) initially ran on architect i1000sr (sn# (B)(6)) both heparinized tubes were drawn at the same time. (B)(6) 2023 ran at 13:20 (dark green tube) result = 185.5 ng/l (B)(6) 2023 ran at 14:05 (light green tube) result = 37.2 ng/l customer¿s critical range: > 30 ng/l the initial result from the dark green tube was reported; however, the nurse overlooked the result and ordered another troponin on the patient as an add-on to the previously drawn blood. The second order for troponin was generated off the light green tube and the result was reported. The physician noted the difference in the troponin values and questioned the results. The same samples were repeated, and the following data was provided: sid (B)(6) repeated on architect i1000sr (sn# (B)(6)) (B)(6) 2023 ran at 8:36 (dark green tube) result = 25.377 ng/l (B)(6) 2023 ran at 8:37 (light green tube) result = 1054.812 ng/l it was noted that the customer used both heparinized dark green tube and light green tube interchangeably for troponin testing. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for discrepant architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 40797un23 and complaint issue. Labeling was reviewed and adequately addresses the customer issue. The historical performance of lot 40797un23 was evaluated using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 40797un23 are within the established limits. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I lot 40797un23 was identified.section d3 - email: was corrected from (B)(6) to (B)(6) section d3 - fax number: was corrected from (B)(6) to na the following sections have been corrected to reflect the current contact (B)(6) deu: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office postal code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number g1- mfg site email: was corrected from (B)(6) to (B)(6) g1 - mfg site fax number: was corrected from (B)(6) to na.